Manufacturer narrative:
In response to FDA report number: mw5090557. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown. This is a known potential adverse event addressed in the product labeling.

Event description:
A patient reported via a regulatory agency, that they experienced a right side ¿capsulation¿, ¿hardness", "malposition", implant "looks like a lump either above or below her breast tissue", "it's pressed into a cone when I'm on my back (supine animation deformity)¿ and sensitivity "hurts for a few weeks during the month even to shower water hitting it¿. Device remains implanted.